Event description:
It was reported that from the beginning of a ureteroscopy procedure, the physician realized that the fiber had broken inside the flexible ureteroscope (unknown manufacturer). The ureteroscope was noted to have been damaged following perforation of the sheath. There was no patient injury reported.